Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Event description:
It was reported that there was debris/foreign matter on the patient interface (pi) which touched the patient's eye. The procedure was completed successfully by switching to a different pi. No patient injury and/or complications were reported. No additional information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 04/10/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) opened patient interface received within original packaging confirming the reported lot number. A visual inspection of the returned product revealed some debris on the lens of the cone assembly. The reported event is confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: due to the opened condition of the product return, how and when the debris occurred cannot be determined. Therefore, product deficiency and malfunction cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.